Event description:
.

Manufacturer narrative:
It is known that reference ranges between various types of patients might differ largely. The data provided by the customer was reviewed with respect to these different reference ranges and it can be questioned if a significant increase of the ck-mb result was present. The electrophoresis method might not be suitable as a confirmation method due to its lower sensitivity to detect low amounts of ck-mb in a vast majority of ck-mm. A recent adjustment in the standardization curve led to lower recovery of approximately 0.7 ng/ml across the measuring range. A product bulletin was issued to address this. No adverse events were reported.

Event description:
The user received differing ckmb results for two patient samples when compared to electrophoresis at a reference laboratory. The reference lab testing uses agarose gel and is measured on a helena 2000 densitometer. Patient 1: ckmb result of 5.57 ng per ml on (B)(6) 2009, and a ckmb result of 0% from the reference lab. The user stated he feels this is a sample specific issue and not an analyzer issue since samples tested previously on this analyzer and on another elecsys 2010 matched. The erroneous results were reported. None of the patients were adversely affected. The investigation is ongoing. If additional information is received, appropriate notification will be provided.

Event description:
The user received differing ckmb results for two patient samples when compared to electrophoresis at a reference laboratory. The reference lab testing uses agarose gel and is measured on a helena 2000 densitometer. Patient 2: ckmb result of 5.8 ng per ml on (B)(6) 2009, and a ckmb result of 0% from the reference lab. The user stated he feels this is a sample specific issue and not an analyzer issue since samples tested previously on this analyzer and on another elecsys 2010 matched. The erroneous results were reported. None of the patients were adversely affected. The investigation is ongoing. If additional information is received, appropriate notification will be provided.